Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt sn (B)(4) has no yet been recovered. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date monitor 09/02/2020; belt 05/21/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest in the hospital on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 08:53:57 on (B)(6) 2021. The patient was in an idioventricular rhythm at 30 bpm at 18:25:55. The patient's rhythm degraded to vt from 130 to 240 bpm with varying amplitude, CPR artifact, and electrode lead fall off at 18:29:29. The lifevest detected the vt arrhythmia, but varying amplitude, CPR artifact, electrode lead fall off, and the rate of the arrhythmia varying at or below the physician-prescribed rate threshold of 150 bpm prevented the lifevest from delivering a treatment. CPR artifact and electrode lead fall off obscured the patient's rhythm from 18:31:22 until the electrode belt disconnection at 19:13:29. It was not reported who disconnected the electrode belt.